Event description:
It was reported that a small volume infusor leaked. This occurred during filling with fluorouracil. The customer reported that the leak occurred at the level of the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This batch was manufactured from july 9, 2013 - july 12, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.